Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump was alarming no delivery. The customer's blood glucose was 135 mg/dl. The customer was not able to troubleshoot as this was a passed event. The customer reportedly changed out the infusion set and the issue ws resolved. Nothing further was reported.